Event description:
Physician reported against the left side "bilateral retropectoral breast prostheses, with radial folds and signs suggestive of intracapsular rupture, characterized by subcapsular lines, keyhole sign and loop sign. In addition, hyperintense areas were observed in the left implant and the water drop sign" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.